Manufacturer narrative:
The indication for procedure was stress urinary incontinence.

Manufacturer narrative:
(B)(4) - difficulty with ambulation/mobility; pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. In (B)(6) 2013, the patient experienced a sudden onset of symptoms. The patient had decreased mobility, loss of strength in legs, general fatigue and ill health. Later, the patient developed pain in the groin, vagina, buttocks, and leg and had difficulty with sitting for extended periods of time. The patient underwent a procedure for partial mesh removal on (B)(6) 2014. The surgeon was unable to remove all of the mesh as the hooks where the mesh attaches to the bone were too close to major nerves. Despite having partial removal of mesh, left and right groin pain persists with limited mobility.